Event description:
During a laparoscopic cholecystectomy, the surgeon stated the clips from the er320 did not form properly as he attmpted to clip the cystic artery. The clips were scissoring. A second device was opened to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry info received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty and locked out. No testing could be performed as the instrument was returned empty. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.